Manufacturer narrative:
No injury was reported. The returned device was visually examined and found to have broken or torn at the bolus (near the end of the feeding tube). Retention samples from similar product were tested in order to duplicate a similar break. More than 5lbs of tensile force was applied to the feeding tube. It is unclear how these types of forces could be applied to the tube during clinical use.

Event description:
Event desc: the feeding tube was placed on (B)(6) 2012. Separation of the tip of the nasogastric tube (bolus end) from the test of the tube was found on (B)(6) 2012. It appears that the separated segment has been excreted with stool.